Event description:
It was reported the patient received the following results within 15 minutes: "hi" = higher than the measurement range of the meter (user's meter) and 151 mg/dl (different accu-chek guide meter).